Manufacturer narrative:
In the case description, the user mentioned receiving a pdm alarm. After inserting batteries, the device turned on and booted to the omnipod splash screen. The pdm then flashed a white screen and then showed the omnipod splash screen again. The main menu of the pdm was unable to be accessed as the omnipod splash screen continued to loop, indicating a processor boot loader failure. All attempts to restart the device were unsuccessful in clearing the splash screen. The .ibf data from the pdm was unable to be downloaded and the pdm records were unable to be viewed as the pdm was unable to reach the main menu. Without the data it could not be conclusively determined if the pdm generated any alarms during operation. Inspection of the pdm found red on the fluid ingress indicator, indicating that fluid made contact with the battery compartment of the device. Inspection of the pcb assemblies found corrosion on the mother pcb assembly. It could not be conclusively determined if this corrosion contributed to the reported event or the observed boot loader failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 454mg/dl. The patient was nauseous and vomiting. For treatment, the patient was given zofran, fluids and insulin. The patient was still in the hospital.